Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The physician noticed that the tissue under the ipg was discolored.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort described by the patient as heating while therapy is turned on and the site cools off once the therapy is turned off. The abbott representative confirmed the ipg pocket site is warm to touch. Reprograming was unable to resolve the issue. Surgical intervention may be pending to address this issue.